Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable and that the customer received a power source alert after plugging the pump into a wall outlet which resulted in the pump shutting down. Reportedly, the customer was able to charge the pump with an alternate cable and after plugging the pump into a computer usb port. Customer's blood glucose level was 160 mg/dl.